Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) had dim segments and needed to be replaced.

Event description:
It was reported that the large volume pump (lvp) had dim segments and needed to be replaced.

Manufacturer narrative:
The reported issue of a large volume pump of lvp¿s had dim segments was confirmed on 54 out of 54 returned boards. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display board assemblies were tested using a test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 54 out of 54 lvp display board assemblies exhibited dim segments. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known.